Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to infection. No new device was implanted, but the patient stated he will keep the patient mobile monitor (pmm) in case another icm is decided to be implanted. No additional adverse patient effects were reported.